Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 4.00x28 synergy ii drug-eluting stent, when the stent was taken out of the hoop, it was noted to be damaged. The device was not used on the patient. No patient complications were reported.